Manufacturer narrative:
The tech replaced the non-functioning hydraulic manifold to repair the bed.

Event description:
Info received indicates the bed has no hi/low function and is stuck in the reverse trendelenburg position.